Manufacturer narrative:
The device was returned for analysis. The reported material rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use and there was no leak noted during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement/use, inadvertent mishandling resulted in the noted support skive bend and the noted outer member tear/reported material rupture. Inadvertent mishandling and/or interaction with other devices likely resulted in the noted bent tip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, heavily tortuous, 80% stenosed right coronary artery. An unspecified 6f introducer sheath was used with a whisper ms guide wire and a 3.5x15mm non-abbott balloon successfully. A whisper es guide wire was used with a 4x38mm xience alpine stent delivery system (sds), but the balloon did not inflate as a contrast leak was noted in the balloon. The sds and stent were removed without resistance, and a 3.5x38mm xience alpine stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.